Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and stent damage occurred. In (B)(6) 2016, a target lesion was identified and was located in the right coronary artery (rca). Following pre-dilatation with a non-bsc balloon, a 3.00 x 32 synergy ii drug-eluting stent was implanted and the procedure was completed. In (B)(6) 2016, the patient came back due to chest pain. It was found out that the plastic cover of the non-bsc balloon was left inside the patient, embolized and caused vessel shut down. The balloon cover was removed with a snare and in the process, the previously implanted 3.00 x 32 synergy ii stent was deformed and there was a little bit of thrombus noted in the stent. No further patient complications were reported and the patient's status was well.